Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 11 months, 12 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that patient had acute vision change on (B)(6) 2019. Cta was performed which revealed left parietal, bilateral occipital and bilateral cerebellar infarcts. New areas of hypoattenuation within the left parietal lobe, bilateral occipital lobes, and bilateral cerebellum. Given the multifocal findings and normal cta, these are favored to represent a cardioembolic etiology given the patient's cardiac history. No hemorrhage was noticed. Patient remained on warfarin and acetylsalicylic acid (aspirin), inr was 3.2. Patient continued to complain of vision loss. No further information was provided.